Event description:
Product difficult to pass through the co pilot. This occurred during an emergent procedure, multiple pronto catheters used but one of them seemed diffucult to pass through. Seemed to be the same problem as reported on the other catheters. This device was accidentally tossed off table to make room for more equipment. The patient did fine during procedure.======================manufacturer response for clot extraction catheter, pronto v4 (per site reporter).======================they are aware.